Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the display appeared dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum and a cracked battery compartment. This report is made based on results of investigation completed on 10/20/2017.